Event description:
The nurse reported to the accounts maintenance that the bed could not be connected to the nurse call system. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found the communication had been removed, the technician did not know who had removed the cable. The technician stated the bed was in an empty room and no pt was on the bed at the time of failure. The technician replaced the communication cable to resolve the issue. Based on this info, no further action is required.